Event description:
It was reported that the insulation of this right ventricular (rv) lead peeled off with adhesions exposing the outer conductor when doing a generator change. The pocket was highly calcified. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.